Event description:
It was reported that during a prostate procedure, the fiber expired. The procedure was not able to be completed. No additional information provided. "No damages to the patient" reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached; the metal cap is returned; the glass cap exhibits moderate devitrification and mild detritus adhesion; the metal cap exhibits severe char. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 110,300 joules used; 12 minutes, the "fiber expired" and ¿breaking of the metal part¿. The fiber was exchanged and the procedure was completed utilizing the second fiber.